Event description:
The patient was injected with radiesse (in the cheeks and nlfs) in (B)(6) 2011 and the patient was happy and there was nothing out of the ordinary. The patient was injected in the temples (0.2cc) with radiesse on (B)(6) 2012, and the next day the patient reported right side only temple pain and feeling foggy. On (B)(6) 2012, dr. (B)(6) had called in a prescription for a medrol dose pack but the patient did not use. The patient went to her pcp and he thought she had a sinus infection and gave her bioxin and nasacort (nasal spray is a corticosteroid). When the patient spoke to dr. (B)(6) on (B)(6) 2012, the patient stated that she had temporal pain on the left side. The patient told dr. (B)(6) that she has had multiple sinus problems in the past. The patient then used the medrol dose pack. The patient called dr. (B)(6) on (B)(6) 2012, complaining of temple pain. As of (B)(6) 2012 discussion with the patient, she reports that she still has pain. She has been out of work. She can't concentrate. On (B)(6) 2012, the patient was hospitalized for headaches and at a later date went to another hospital's emergency room for headaches. The patient listed her medications: furosete, motrin, benadryl, temporal (pain medication) and prednisone. She stated that after 2 weeks on prednisone she had a rapid heartbeat and is now on medicine for her heart (name of drug not provided). On (B)(4) 2012, a merz contracted physician spoke to dr. (B)(6). He summarized: a small amount of radiesse injected into each temporal fossa 0.2cc per side. Several days later patient c/o of pain on each side. Was evaluated by her neurologist (who is treating her for migraines), and her pcp, who treats her for sinus problems. She also underwent a normal MRI. Dr. (B)(6) states that the patient is seeking a disability claim. I do not feel that her symptoms are related to the small amount of radiesse that she had injected and I have only seen local tenderness as a result of this type of injection.

Manufacturer narrative:
(B)(4). The device history records for the reported lot were reviewed. All required testing specifications for the lot were met prior to release and there were no abnormalities noted.